Event description:
It was reported the pt's ((B)(6)) leads were explanted. Prior to the explant procedure, the pt had reportedly suffered a fall. A diagnostic test taken shortly thereafter revealed impedance issues for several lead contacts; however, effective stimulation was captured at that time through reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.